Manufacturer narrative:
(B)(4).

Event description:
Dit was reported that a dexcom app crash occurred. . Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.